Event description:
Customer reported interface opacities developed post lasik on patient''s left eye. Patient was treated by lotemax. A flap lift and rinse was performed. Patient experienced loss of best corrected visual acuity. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/20-1 on the right eye and 20/40+2 on the left eye. Best corrected visual acuity (bcva) on (B)(6) 2013 was 20/20+2 on the right eye and 20/25-3 on the left eye. Patient commented that vision has improved after flap lift and irrigation. Much less haze.

Manufacturer narrative:
Date received by manufacturer - (B)(4) 2013. Placeholder.

Manufacturer narrative:
Evaluation - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(6) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. An fse visited the site on (B)(6) 2013 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Customer determined that the event was not device related. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.